Event description:
Boston scientific received information that this pacemaker had exhibited unexpected battery behavior. In (B)(6) 2013, the battery status was ¿good¿ with a magnet rate of 100 ppm and an estimated remaining longevity of 3 years. In (B)(6) 2014, the magnet rate had changed to 90 ppm and the estimated remaining longevity had decreased to less than 6 months; however, when the device was checked again in (B)(6) 2014, the magnet rate was back up at 100 ppm and the estimated longevity had increased to 1.5 years. The patient was then seen again in december and it was noted that the device had reached elective replacement time (ert) with a magnet rate of 85 ppm and an estimated remaining longevity of less than 6 months. A change-out procedure was performed and this device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was confirmed to be ert and 85 ppm with less than 6 months of longevity remaining. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.